Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. No details regarding the death were provided. The person reporting the customer's death stated that customer had training on (B)(6) 2015 and his blood glucose was stable at that time. A follow up was conducted with the customer on (B)(6) 2015, and the customer's blood glucose was higher, but still within the range of 150 mg/dl and 250 mg/dl. Then, follow up phone calls were made on (B)(6) 2015 or (B)(6) 2015 and the customer's sister notified that the customer had passed away. No details were given at that time. Attempts were made to contact the next of kin; first number had a message which had a full mailbox and no voicemail could be left. Someone picked up at the second phone number and stated that they were in the middle of services and they would inform the deceased customer's sister to contact help line for completion of death report. A callback request letter was sent. No further information is available at this time.